Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: it was reported: syringe was leaking as syringe was cracked. Report 1 doxorubicin syringe was leaking (code 301229mg, batch 2402010). Customer forwarded photographs and reported that the syringe was cracked, with the crack starting on the left of the photograph under the lower case ¿p¿ and finishes to the right of the circular emblem customer advised this was noticed when the nurse started pushing the plunger to administer the drug through the giving set, drops of doxorubicin leaked out of the syringe, hence the red staining on the patient label. Customer had a spare 45mg syringe which was used to complete the patient¿s treatment. A credit has been requested for this event. This was identified at the hospital on (B)(6) 2025, during use. There was no report of patient injury or medical intervention as a result of this event. The actual sample was contaminated with cytotoxic solution and discarded by the customer, however photographs have been provided for investigation. Baxter compounding services product: doxorubicin (accord) 45mg in syringe.

Event description:
Additional information: customer forwarded additional information on 1 apr 2025, confirming that leak was not identified prior to removal of unit from sealed overpouch, there was no skin contact with any spilled cytotoxic solution and no injury or medical intervention as a result of this event. Confirmation also received that there was no damage observed to the product packaging, nor the carton the product was received in.

Manufacturer narrative:
Follow up for additional information: b tab updated.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, a crack within the barrel was observed. A device history review was performed for the reported lot 2402010, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No issues related to the reported observation were identified during these inspections. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred during the assembly process. To date, there have been no other similar events reported for this lot. Manufacturing personnel have been notified of this event. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.